Event description:
At insertion of coronary sinus lead, md noted two tiny radiopaque particles in the heart identified as the tip of insertion catheter (sheath that peels away) that broke off and was retained in the pulmonary ventricle. One piece located at the ostium of the coronary sinus, the other probably within the interstices of the ventricle. They appeared stable and were not removed.